Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number cf2252715 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Photographic and videographic evidence provided by the customer showed that the white tip of the device was withdrawn into the introducer and the user was actuating the handle but the stent could not be deployed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. It is possible that pressure from a tight stricture caused compression or exerted pressure on the introducer and prevented deployment of the stent. It is also possible that the introducer kinked during advancement due to a tortuous path or due to the elevator being in a closed position during attempted deployment and prevented deployment of the stent. From the additional questions, the elevator was in a closed position during attempted deployment. A kink in the introducer can lead to an increase in deployment force and result in the sheath tube separating from the shuttle cap inside the handle of the device, as a result oft this, the handle would still actuate but the stent would not be deployed. However as the device was not returned for examination, the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the evo-fc-10-11-8-b stent would not deploy despite several attempts, a new metal stent was successfully deployed. The patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause can be attributed to difficult patient anatomy. The complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-oct-2025. Additional information received on 15sep2025. 1. What was the position of the elevator? Closed 2. Details of the wire guide used (diameter, type, make)? Guidewire awg 35-450 - cook 3. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No, it did not. 4. Was resistance encountered when advancing the delivery system to the target location? No, it did not. If resistance was felt how did the physician deal with the resistance encountered? There was no resistance; the prosthesis did not come out of the introducer. 5. Was the stricture dilated before the stent placement? No, it was not. 6. Are images of the procedure available? No, there are not.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported on the customer complaint form: "an ercp procedure was performed with an indication for biliary drainage, aiming at the placement of a self-expandable metal prosthesis in the main biliary tract. During the procedure, selective cannulation of the biliary tract was performed, with adequate passage of a guide wire and confirmation of the biliary anatomy by cholangiography. At the time of release of the initially selected metal prosthesis, a failure was identified in the firing mechanism of the delivery system, which prevented its opening and adequate positioning. Several attempts were made, and at no time was the prosthesis delivered. Given the technical failure of the device, a new metal stent was immediately provided, which was successfully released, without additional complications, thus ensuring the proposed biliary drainage. It is highly noted that the complication was exclusively related to a mechanical failure in the release system of the first prosthesis, without any relation to the technique used in the procedure. The patient remained stable throughout the procedure, without further complications." No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.